Event description:
It is reported that the implant would not seat in the patient. Surgeon claimed it was defective and another implant used.

Manufacturer narrative:
Visual inspection of the nexgen lps flex fixed prolong articular surface identified that one of the rails of the dovetail feature was flared out; which is likely result of removal of the articular surface. It has also been noted that there are scratches all over the surface of the device especially on the distal surface. Review of the device active history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.